Event description:
Device was placed in use with patient in home care for infusion of fluorouracil. The reporter stated the patient identified leakage where the needle met the portal. The patient reported to emergency department. No further adverse effects to patient reported.